Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during the sample evaluation. The cause of the determined damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.